Event description:
In late 2008, one of our pharmacy technicians was using a 3 cc syringe to draw up a very expensive drug and after doing so, could see drug leaking to the outside of the syringe thru a very tiny crack. Because at that point we knew the sterility of the drug was compromised we had to discard the drug. Two days later, a different pharmacy technician had drawn up a 60 cc syringe with cyclophosphamide in it. After he and the pharmacist checked it, he started to inject to cyclophosphamide into the bag, at which point drug sprayed all over the hood, the tech and other IV fluids in the blood, through a formerly unseen crack. These are both monoject syringes, I do not know the lot number for the 3cc syringe. The lot number for the 60cc syringe is 08f142. Dates of use: 2008.